Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a malformed clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 3 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric band revision to gastric sleeve procedure, the surgeon was using the device after successfully firing the device around five to ten times the device would not fire. The jaws of the device were open and there was a clip loaded into the jaws, upon visual inspection it seemed there were two clips jammed into the jaws of the device. There were no patient consequences. Case completed with another device of the same product code.